Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
The fastener of the tigerpaw system ii was sealed only half-way upon engagement. The second tigerpaw system ii device was successfully used to complete procedure. There were no patient negative effects.